Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7.

Manufacturer narrative:
Date sent to the FDA: 08/03/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-12072021-0000997085 submitted for adverse event which occurred on (B)(6) 2010. Mwr-12072021-0000997086 submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2010 during which the surgeon noted a free edge of the previously placed mesh which had dense adhesions of small bowel to it. The adhesions were taken down. The top end of the mesh was involved in the leading edge of the hernia, and therefore required partial excision and resection of the hernia sac. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted a hernia sac containing wadded pieces of the previously placed mesh. The hernia sac and previously placed mesh were mobilized from the fascia defect and removed. It was reported that the patient experienced severe pain, bulging, inflammation, stress and anxiety. No additional information was provided.